Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: on investigation, there was moisture inside the battery compartment. The battery compartment was cracked in two places. A leak test revealed moisture leakage at the site of only one of the battery compartment cracks. There was no moisture found in the pump¿s interior compartment. Investigation confirmed the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or lo g term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.